Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: I have reached out to the surgeon as well as his first assist and I have not gotten a response to any of these questions.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Can more information be provided on the shape of the staples? What technique was used for the colon resection? Were other staples/reloads used during the event? If so, please provide the product codes used. Please describe how the tissue cut once the stapler was fired? Please confirm if a leak or bleed occurred. Can more details be provided about how the bleeding/leak was ultimately controlled? What is the current status of the patient? How was the bleed/leak identified? How was the bleed/leak addressed? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a left open sigmoid colectomy on march 20th. Patient was taken back into surgery on march 27th. After reopening patient, the surgeon said that the staple line was gaping open.